Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention took place on (B)(6) 2024, wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.